Manufacturer narrative:
Continuation of d10: product ID 8781, lot# n586714003, implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) and it was noted there was a catheter malfunction. The patient¿s medical history/reason for the pump therapy was itb therapy for severe spastic paralysis due to cerebral hemorrhage. The implant date of the catheter was (B)(6) 2016. The date of the pump and catheter replacement was (B)(6) 2025. The event was resolved.

Manufacturer narrative:
H3: 8637-20 pump: analysis identified an anomaly with the pump's suture loop; 8781 catheter: visual inspection of the sutureless connector (sc) identified coring and cuts in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the annex code a04 and conclusion code d12 were not previously applied in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving gabalon of an unknown concentration at a daily dose rate of 360 mcg via implanted infusion pump. It was reported that previously, the rehabilitation department had noted fluid accumulation in the pump pocket, which was determined to be serous fluid rather than infectious. Treatment was continued, but it was still not as good as expected, so a contrast study was performed by the physician of the neurosurgery department. During the catheter angiography, it was observed that a small amount of contrast agent had leaked into the pump pocket, raising concerns that the pump and catheter might be becoming detached. It was believed that the pump and catheter were likely becoming disconnected, leading to the decision to replace both the pump and catheter entirely. The pump and catheter were completely replaced with new ones, so it is believed that adequate pump pocket retention and spasticity treatment will be sufficiently effective. Regarding insufficient spasticity and pump and catheter replacement due to cerebrospinal fluid (csf) accumulation in the pump pocket the causal relationship to procedure was unknown, but unrelated to the drug, pump, or catheter. There was a request to analyze the connection area between the removed pump and catheter. Additionally, since the catheter section at the anchor point on the back was found to be bent, an investigation into the condition of that part of the catheter is also requested. The outcome of the event was not recovered.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot # n586714003. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-oct-2017, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.